Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), canada. The affected part was returned to livanova deutschland for a detailed investigation and repair. The technician could confirm the reported issue. In order to solve it, patient pump 1 was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e21 code) associated to a patient pump that uses too much power (patient circuit 1) during maintenance activity. There was no patient involvement.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. The most likely root cause of the reported error code can be traced back to a jammed pump mechanism motor likely due to wear/aging of the parts with the contribution of the action of disinfectants during disinfection procedures and environmental condition in which the component was working, as high temperatures, humidity, and condensation. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.